Event description:
Customer alleged when he is driving forward with speed set, the chair will speed up and slow down. No injury alleged.

Manufacturer narrative:
No RMA has been initiated for this issue. Model m61 - serial number/date code is unknown since the consumer could not get out of the chair to see the number. The approximate age of the device is unknown. The user manual part number 1125085 rev j (oct-08) was issued with this device. The user manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the user manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumers medical condition, stability and medication regimen are unknown . The consumers is a male whose age, height and weight are unknown. The consumers technique while using the device is unknown. The maintenance history of the device is unknown.